Event description:
The customer alleged most of the time, the pump works okay, but occasionally, intermittently, when the "run" button is pushed, the display will indicate that it is running but in fact the pump does not pump at all. This was verified in testing.

Manufacturer narrative:
Standard functional tests were performed. Complaint could not be duplicated or confirmed.